Manufacturer narrative:
Product event summary: the analyzer failed functional and system tests; analysis found out of electrical specification.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.